Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis while performing peritoneal dialysis (pd) therapy. The cause of the peritonitis event was not reported. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unreported date, the patient received unspecified treatment (drug names, doses, routes, frequencies, and durations were not reported) for peritonitis. Pd therapy was ongoing. At the time of this report, the peritonitis was resolving and the patient was recovering. No additional information is available.